Manufacturer narrative:
Corrected data: b5 ( in addition to information in initial report).

Event description:
The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 220 mg/dl. During troubleshooting, the alarm was cleared and insulin delivery was resumed.